Event description:
Per the audiologist's report, this patient is unable to obtain appropriate loudness levels and her hearing threshold levels have increased. Integrity testing performed in 2006 found no fault with the receiver/stimulator and showed at least one electrode anomaly. Cochlear recommended reprogramming the device excluding the electrodes with unusual responses. Her physician recommended explantation/reimplantation surgery. No surgery date has been forwarded to cochlear.